Event description:
The complaint coordinator reported a clamp on the transfer set can not be closed in the first time of use. A sample was available. No pt injury was reported.

Manufacturer narrative:
A device sample is anticipated, but has not yet been rec'd for eval. A f/u report will be submitted when the eval is completed.